Event description:
Customer reported a disconnection at the male end of the smartsite valve. Customer "found blood on sheets. Gauze around connections found soaked in blood. When undone, under gauze, smart site of lipid line found disconnected from y connection." There was no patient harm or medical intervention reported. Although requested, no additional patient/event details were provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.